Manufacturer narrative:
Date sent: 07/17/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during lavh procedure the cartridge fell out of the stapler and into the patient. The cartridge was retrieved through the trocar. Another device was used to complete the case. There was no patient consequence.